Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log confirmed that no miss setting, or other errors related to delivery failures were identified. Functional testing was unable to duplicate the reported problem, the pump¿s accuracy was within specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's flow rate accuracy error is six percent or more. There was unknown patient involvement.